Event description:
Medtronic received information that this patient was transferred from the cicu with reports given that the patient's pacemaker was not working. The following day, the patient had his chest tubes removed and was treated for rapid atrial fibrillation. Following this treatment, it was reported that blood pressure and heart rate dropped, and that pacing attempts were unsuccessful. The patient was transferred back to cicu where it was discovered that this wire was attached to the pacer module, but had been severed higher up near patient. The hospital is unsure if this is a product problem, indicating that the wire may have either broke with manipulation, it may have been cut in the or, or possibly broke when the chest tubes were removed in the cicu. It is not known at this time if a new wire was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion - exact cause of event cannot be determined as analysis has not been completed. Analysis: the product has been returned to medtronic for analysis. At this time, however, the analysis has not been completed. In addition, review of the device history record has not been completed at this time. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of this product, as the analysis has not been completed. Medtronic has requested additional details concerning the clinical event, the outcome of the patient, and the implant duration and anatomical location of the lead (atrium or ventricle). Upon completion of the investigation, a follow up report will be submitted to FDA.